Manufacturer narrative:
(B)(4).

Event description:
It was reported that after this system was implanted defibrillation testing took place. Induction testing took place and non conversion was seen with several high energy shock attempts thus an externa defibrillation shock was delivered. One day post implant induction testing was re-attempted and non conversion was once again reported, with conversion with external defibrillation. Several days later a system repositioning took place as possible system placement issue was suspected to be the reason for failed conversion. During an attempt to perform defibrillation testing telemetry issues, undersensing and conversion at 80j was reported with no safety margin in the secondary sensing vector. The device appeared slightly higher with no movement noted with the electrode. A new electrode was implanted with no allegation against the previously implanted electrode. After the device was reprogrammed to the secondary vector an arrhythmia was induced once again, and treated with normal time to therapy and 80j reversed shock polarity. .technical services (ts) discussed the possible risks of this case, as there as currently no safety margin, and requested additional device data to determine the root cause of the reported observations. The system remains implanted. No additional adverse patient effects were reported.